Manufacturer narrative:
(B)(4).

Event description:
It was reported myopotential oversensing was noted on stored episodes of non-sustained lead right ventricular oversensing. The patient returned to the clinic and oversensing could not be reproduced. The low frequency attenuation filter was turned off. The patient was not symptomatic and is in stable condition. The patient will be remotely monitored.